Event description:
Related manufacturer reference number: 2017865-2023-22565. It was reported a patient's right ventricular (rv) lead presented with high defibrillation impedance and the left ventricular (lv) lead had a high capture threshold. The system was explanted and replaced in a procedure on 2 jun 2023. During procedure, the lv lead fragmented. Post-procedure the patient status was unknown.